Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part mfg date: 10/23/2014, part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot# 7828763 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition, disposition unconfirmed. A review of the raw material device history record revealed this lot (7370553) met all specifications but an ncr was issued because the beta transus test parameter (temperature) was listed in fahrenheit instead of celsius on the certification, a documentation error having no effect on the physical material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a right subtrochanteric fracture on an unknown date. The patient was treated with the implantation of a trochanteric fixation nail (tfn), helical blade, and 5.0mm locking screw on an unknown date. The fracture did not heal, so the patient underwent a revision procedure on (B)(6) 2015 to remove the nail, helical blade, and locking screw. All hardware was removed and patient was revised to another manufacturer¿s nail. There was no delay in the procedure and the revision was completed successfully. The helical blade was removed from the patient, without issue, utilizing a helical blade extractor. It was noted after the procedure that the extractor had become stuck to the helical blade and could not be separated. Complaint file ((B)(4)) captures the non-union and hardware removal. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are vc. Patient weight is unknown. Additional product codes for this report include hwc. Date of original implant procedure is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition for the 357.378 lot number 4302296 helical blade extractor and the 456.304 lot number 7828763 titanium helical blade was likely caused by the application of excessive force which may have caused the threads to deform; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.378 helical blade extractor and the 456.304 helical blade are devices routinely used in the titanium trochanteric fixation nail system. The devices were returned and reported to have become stuck together. This condition is confirmed; the helical blade is firmly lodged on the helical blade extractor and cannot be removed with a reasonable amount of force. It is likely that excessive force was applied to the extractor during removal which led to the threads deforming and the two devices sticking. The 357.378 helical blade extractor was manufactured in october 2001 and is over thirteen years old. The 456.304 helical blade was manufactured in october 2014 and is less than a year old. Both devices appear fairly battered with significant signs of wear along their length. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that excessive force was applied to the extractor during removal which led to the threads deforming and the two devices sticking. No design related issues were found that would contribute to this complaint condition. Therefore no corrective action is necessary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.